Event description:
It was reported the patient has lost stimulation and her ipg iis unable to communicate with external devices. The patient reports the ipg was last recharged approximately three weeks ago. Replacement chargers were unable to resolve the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.